Event description:
Broke customer states t/c insert broke off in patient during use. About 1/4 of insert broke. There were no injuries to the patient.

Manufacturer narrative:
(B)(4). Carefusion medical device complaints were managed handled by (B)(4) under a transitional service agreement from (B)(4) 2009 until (B)(4) 2011. In retrospective review by carefusion representatives, it was determined that this event necessitates submission as an MDR in adherence with 21 code of federal regulation part 803. I reviewed the IFU's provided with this product ((B)(4)), and they are our standard IFU (B)(4) and (b)(4. These IFU's provide the following instructions to our customers to mitigate the potential of damaged or defective products from being used during a procedure: "warnings - prior to use, all instruments should be inspected to insure proper function and condition. Do not use instruments if they do not perform satisfactorily in an operational test." "Inspection and function testing - instruments with broken, cracked, chipped or worn parts, or tarnished surfaces should not be used, but should be repaired or replaced immediately." "Important - before use, inspect inserts for cracking or chipping." "Important- remove damaged instruments from service for replacement and repair." If these inspections had been properly completed by the customer prior to use, the damaged item would have been detected prior to the incident occurring. Investigation into this concern is complete. There is no history of failures of this nature. The instrument was found to be well worn consistent with an instrument of its age. Root cause is normal wear. Due to the age and obvious extended use of this instrument there is no need for a c.a.p.a. At this time; however we will remain observant for trends of this type and proceed accordingly.